Event description:
Customer reported an alarm 2 due to an occlusion event that occurred earlier in the day before contacting support. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. To resolve the occlusion issue, the customer changed the infusion set and cartridge and resumed insulin therapy. Technical support found no need for additional assistance, as recurring occlusion issues were not reported, and the case was closed.